Event description:
A retrospective review of this case has changed the case to reportable. The reporter thought the larger drill bit (B)(4) had changed thus changing his whole technique when performing a ventriculostomy. The physician reported that the drill bit tip appeared sharper and the drill caught on bone frequently throughout the burr hole process causing much stopping and starting of the drill. Therefore, there was some difficulty in safely penetrating the inner table of the skull. The drill had been catching and starting so frequently that the physician did not know how deep he had drilled. One final "catch and start" and the physician found the drill plunging through the skull and dura into the brain parenchyma. No wound revision was required. No additional morbidity was incurred by the patient.

Manufacturer narrative:
As a result of integra's retrospective quality review, we have concluded that this complaint should have been submitted as an MDR at the time of the complaint. Integra lifesciences engineers completed a thorough investigation of the reported event and have provided the following; in the older style tin coated bit, the tip angle is higher and the angle of attack is lower than the new stainless steel bits. Testing of the two styles showed that would tend to require more force to penetrate using the newer stainless steel bits than the old tin coated bit. Root cause is attributed to the change in tip angle and angle of attack when a new supplier was qualified to produce the new style stainless steel bits. Neither dimension was specified on the drawing leaving the supplier to interpret what those measurements should be. However, action was taken to correct the tip angle and angle of attack which are attributed as the root cause of this failure. The supplier has been advised of the appropriate dimensions. According to the warning section of the (IFU) information for use, the following statement is provided for cranial access kits - use extreme care when performing the drilling procedure to prevent damage to the dura. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.